Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator did not go into inop conditions in 71 hours of extended testing. However, carefusion was able to verify the second reported issue of the safety valve alarm. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed "safety valve high pressure relief" immediately after powering it on. Bench testing revealed a malfunctioning flow sensor was creating the alarm. Carefusion replaced the flow sensor to correct the reported issue.

Event description:
It was reported by the customer that while on a trip, the patient was being ventilated on the ventilator and approximately 7 hours into the 15 hour trip, the ventilator started alarming "safely valve high pressure relieve". After numerous attempts to fix the ventilator, the ventilator would not work on any settings. The customer tried testing the ventilator, it then alarmed stating the patient circuit had failed. The patient had to be manually ventilated for the remainder of the flight. There was no patient harm during this incident.